Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va08t0p, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va08t0p, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the lead came out during a bowel movement. An x-ray showed that the implantable neurostimulator (ins) ¿did not have a lead wire connected to the battery,¿ while the healthcare provider (hcp) confirmed that the wire that the patient brought into the office was a lead wire. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implant was standard and lead was placed as intended. The lead did not break and migrate; the lead came out of the header block maybe due to a set screw issue. The patient¿s therapy had stopped working. Increasing stimulation did not result in stimulation. The battery was thought to be dead, but was determined to not be. The stimulator was turned off to conserve battery. The patient was doing fine with no signs of infection or bleeding.